Event description:
A us distributor reported that a two battery packs were unable to power a monitor.

Manufacturer narrative:
Device evaluation of battery packs sn 86427768 and sn (B)(4) has been completed. The reported problem (will not power up) was confirmed. As received, the batteries were unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the batteries. The root cause of the loose busbar cannot be positively identified. No adverse event resulted from the damaged batteries.